Event description:
Pt has been experiencing periodic high blood glucose (350 mg/dl, normally 90-120 mg/dl), since 2005. Two days earlier, pt's endocrinologist adjusted the device's basal rates; however, pt's blood glucose has not normalized, as expected. No error messages were generated by the device. Reporter believes the device is not reliable, and is at fault for elevated blood glucose.